Event description:
It was reported that the patient underwent a posterior fixation spinal surgery using rods, screws and connectors. Approximately 18 months post op, it was noticed on a follow up x-ray that a connector had come loose (see manufacturer report #1030489201000844). A revision surgery is planned, but has not been scheduled as of yet. No patient complications have been reported.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. However, review of films found an ap view of scoliosis from approximately t5 to ilium for severe pediatric deformity. Congenital hip dislocation also noted. Rod broken below l2. Set screw has come loose at right rod at the same level, iliac screws appear to have disassociated allowing recurrence of curve and distal displacement of rods and lateral connectors.